Event description:
It was reported that during cori assisted tka surgery, the real intelligence robotic drill broke in the middle of the case. The burr tested perfect during calibration, and then fell out when burring the femur. No piece of the device fell into the patient's anatomy. Surgery was resumed after a non-significant delay with a s+n back-up device. No injuries to the patient were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The nosepiece of the drill is missing the wave spring, but the retaining ring is still seated securely. The reported problem was confirmed with a functional evaluation. The drill would not lock securely onto the attachment and it would not take the bur. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed, there are multiple causes and the most likely cause of this event cannot be determined without additional evidence. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.